Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced portion of the driveline confirmed external driveline wire damage that could have contributed to the reported driveline fault alarms captured in the submitted log files. Additionally, evaluation of the retrieved log file from the returned system controller confirmed pump stop events on (B)(6) 2023 while the patient was connected to the power module and battery power. The confirmed driveline wire damage could have contributed to the pump stop event while the patient was connected to the power module; however, it would not have contributed to the pump stop event on battery power. The replaced portion of the driveline was tested for electrical continuity in the condition that it was received and found that the green wire produced an open circuit. All remaining wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline revealed a full fracture in the green wire approximately 12.5" from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead. Additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors of the remaining wires appeared to be completely intact. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. An incidental finding of superficial damage to the silicone jacket of the external portion of the driveline was observed. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured green wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. Furthermore, if the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stop event captured in the retrieved log file. It was communicated that an ungrounded patient cable had been requested for the patient. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2023 when the patient ultimately underwent a pump exchange due to driveline damage (reference MFR. #2916596-2023-06134). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) (rev. C) and hmii lvas patient handbook, document (rev. C) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related controller MFR #s: 2916596-2023-02861 and 2916596-2023-03387.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-02861. D9: the percutaneous lead was received only. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that interrogation in the clinic revealed multiple driveline fault alarms. Log file review confirmed driveline faults throughout the file from 30apr2023 to 08may2023. X-rays obtained on 08may2023 did not contain any evidence that would help identify the cause of the driveline fault alarms. It was recommended to exchange the system controller to determine if the driveline faults were authentic. It was later reported that the patient had a percutaneous lead repair on (B)(4)2023. The repair was performed about 3 inches from the exit site. The patient's original controller was exchanged. Follow up log files from a newly programmed controller found a single transient driveline fault alarm which was associated with the percutaneous lead repair. No additional driveline faults or unusual alarms were recorded. An unshielded patient cable was assigned to the patient for home use.